Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cable head bracket bar became disconnected. This prevented the cuvette from being attached to the cable head. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.